Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, corrosion was found throughout the internal components of the device including the motor, which is a probable cause of the reported bias current error.